Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device's defib output was below specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.